Event description:
The customer reported that during preventative maintenance testing at the user facility, the device had no audible alarm tone on channel b. There were no reports of any adverse events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.